Event description:
Poor image quality. Could not confirm catheter position. Was removed and a new, non-resterilized catheter was inserted with superior image quality and proceeded with procedure without further incident.